Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient was last seen in 2010 (date unknown), and no complications were reported.all other information is unknown and unavailable.